Event description:
The customer initially called to report high blood glucose levels with a reading of 315 mg/dl. The customer then stated that she went to the ER for low blood glucose levels recently. The customer stated that the doctor did not know what caused the low blood glucose levels. The doctor stated that the customer suffers from many health issues including seizures. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.